Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had hyperglycemia and treatment was unknown. Blood glucose value at the time of event was 543 mg/dl. Customer also had change sensor alert. It was unknown whether the minimed 670g/770g/780g system with the auto mode/smartguard feature was active at time of high bg event. It was unknown whether the customer was using insulin pump system within 48 hours of reported high bg event. Troubleshooting was declined for high blood glucose; however, the product will not be returned for analysis.